Event description:
It was reported that an asymptomatic patient presented in clinic for follow-up. Device interrogation revealed that the ventricular lead exhibited low impedance. The device was reprogrammed and the lead remained implanted. The patient was doing fine and would continue to be monitored.

Manufacturer narrative:
(B)(4).